Manufacturer narrative:
Consumer stated they experienced a cracked tooth root. The serial number of the toothbrush handle was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that the vibrations of the diamondclean power toothbrush caused their tooth root to crack. Medical attention sought.

Manufacturer narrative:
The root cause of the customer's complaint could not be determined.